Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report that the connector was observed worn where the scope connects to the light source. Upon inspection and testing of the returned device, a "b30" error occurred. This report is submitted due to the b30 error. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found poor contact at the scope connector, causing a b30 error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 10-feb-2022. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena were reproduced. B30 error was attributed to communication failure with the scope which may have resulted from corrosion of the contacts of the output connector, liquid residues or loose or worn-out contacts. Other incoming inspection findings identified the following: loose connector; non-olympus lamp, 500 hours. Olympus will continue to monitor field performance for this device.